Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the pace/sense portion of the lead was hard to screw down in the device header. Afterwards, the lead could not be released by the screw mechanism. The physician cut the lead, and a new lead was successfully implanted along with a new device. No patient complications have been reported as a result of this event.